Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 36 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient endured hemolysis with a "possible" relationship to the impella device. Unspecified intervention was required, in response.

Manufacturer narrative:
The investigation into the hemolysis and the vf/vt/af/at (worsening ventricular tachycardia) issues has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. As the necessary information was not provided, the root cause of the vt/vf was not determined. D6a, d6b.

Manufacturer narrative:
Section b5 and h6 were updated as per additional information received.

Event description:
Additional informations received from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that worsening ventricular tachycardia with a possible relationship to the impella 5.5 device used on this patient. Impella was moved back to address the issue.

Manufacturer narrative:
The investigation for the reported access site bleed and hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Data logs revealed some impella in aorta alarms and impella stop-mc high alarm close to end of the case but they were resolved quickly. However, without additional clinical details, the root cause of the access site bleed and hemolysis could not be determined.